Event description:
In their article entitled "ommaya reservoir with ventricular catheter placement for chemotherapy with frameless and pinless electromagnetic surgical neuronavigation," gregory m. Weiner, srinivas chivukulab, ching-jen chenc, dale ding, johnathan a. Engha, and nduka amankulora reported that in 2 patients the final position of the catheter tip was contralateral to the intended side of placement. Also, in one patient, the catheter tip was superior to the target site (ipsilateral anterior/superior third ventricle at the level of the foramen of monro) by at least 5 mm. In another patient the final position of the catheter tip was inferior to the target site. All catheters were placed with one pass. The article does not mention any revisions of catheter placement. Complications mentioned in article which are not related to use of the medtronic product: there was one case of cytotoxic edema that occurred in response to mtx-associated neurotoxicity which was presumed to have caused parenchymal necrosis and one case of a urinary tract infection which resolved with antibiotic therapy. These complications were not reported to be related in any way to the use of medtronic electromagnetic neuro-navigation. Patients underwent placement of ommaya reservoirs between 2010 and 2014. Within the follow up interval of 5.8 months 3 patients died. In all cases,death was due to disease progression and not treatment-related mortality. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Study included 5 males, 7 females. Average age 52.6. The article did not state in which patient the catheters were malpositioned. (B)(6) 2015. There is no allegation that the medtronic stealthstation caused or contributed to the catheter malpositions. Therefore, no evaluation is needed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Weiner, g. M., chivukulab, s., chenc, c.j., ding, d., engha, j. A., and amankulora, n. (2015). Ommaya reservoir with ventricular catheter placement for chemotherapy with frameless and pinless electromagnetic surgical neuronavigation. Clinical neurology and neurosurgery, 130, 61-66.